Event description:
The stainless steel needle portion of a subcutaneous infusion set separated from the rest of the set and the pt required hospitalization and medical intervention to have it removed. The rptr indicated that this was the 2nd time it happened.